Event description:
It was reported the patient was feeling diaphragmatic stimulation from the left ventricular (lv) lead when lying on their left side in bed. The lv lead was programmed bipolar and also had a high threshold in this configuration. The lv lead configuration was reprogrammed to lv tip to right ventricular ring and the patient did not have stimulation and the threshold was better. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.